Event description:
It was reported that this right ventricular lead was explanted due to a chronical shock impedance high, out of range. The implantable cardioverter defibrillator was explanted due to normal battery depletion. A new lead and a new device were implanted on the same surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular lead was explanted due to an unknown product performance issue. The implantable cardioverter defibrillator was explanted due to normal battery depletion. A new lead and a new device were implanted on the same surgical intervention. No additional adverse patient effects were reported.